Event description:
In may 2004, the pt reportedly experienced intermittent sound followed by no sound percept. Six days later the pt reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. A week later the pt reportedly was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device has been scheduled.